Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the ophthalmic forceps actuator was not functioning properly, was not securely tightened, and intermittently interrupted during a vitrectomy procedure. The procedure was completed on the same day using an alternative forceps, and no patient harm was reported.